Event description:
The customer's wife called for help with her husband's meter. She stated that her husband's blood glucose was tested and his breeze 2 meter read 46 mg/dl. Paramedics were called and the customer was treated for hypoglycemia. The customer was taken to the hospital where his glucose was tested at 33 mg/dl. The customer's wife alleged that the breeze 2 meter was reading too high. She did not provide any more info about the event. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.